Event description:
The physician was using a mo ma cerebral protection device to treat a diffuse lesion, exhibiting 90% stenosis located in the external carotid artery (eca).the arch bovine was described as type ii. It was reported that during the procedure, after placing the device in the patient and inflating the eca balloon, air leak was observed. It was reported that the physician was able to re-inflate the balloon again and complete the procedure. It was reported that the event did not affect the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (based on limited available no root cause can be determined). No device received for evaluation. Conclusion: no conclusion can be drawn (based on information available no conclusion can be determined).

Manufacturer narrative:
Evaluation, result: failure to follow instruction ( IFU not adhered to, device used after leak detected).